Manufacturer narrative:
(B)(4). The customer reported that they saw a pads cable failure message in testing. There was no report of pt impact or involvement. The cable was replaced by the customer and they were provided with info to perform the opcheck correctly to resolve the issue.

Event description:
The customer reported that they saw a pads cable failure message in testing.